Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4068 implantable pacing lead (B)(6) 1998. (B)(4).

Event description:
It was reported that the right atrial (ra) lead and the right ventricular (rv) lead had low impedance. The leads were reprogrammed and later capped and replaced at the time of the implantable pulse generator (ipg) change due to normal elective replacement indicator (eri). No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.